Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well images in question. All of the expected fya antigen positive test wells that unexpectedly yielded negative outcomes were visually negative.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen and identification when using capture-r technology on galileo echo instruments.